Event description:
This event was reported that only the poppet was removed. The cage remains implanted. Further, a poppet from another starr-edwards silastic ball prosthesis was inserted into this cage. No further info was provided.